Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 300-01-11. Humeral head 310-01-41. Replicator plate 300-10-15.

Event description:
It was reported via clinical study that the 65 yo female patient experienced aseptic glenoid loosening with persistent pain since 2015 in relation with glenoid loosening confirmed by x-ray (B)(6) 2019. The patient revised to non-exactech product. The patient was revised on (B)(6) 2022. There were attempts to contact the patient. The outcome was last known as resolved.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
After additional review of information and an update to the investigation, the following sections d10, g1, g3, g6, h1, h2, and h6 have been updated accordingly. (D10) concomitants: humeral stem or stemless 300-01-11, humeral head 310-01-41, replicator plate 300-10-15.